Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. He01w4-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendix disorder (2006/2007), oligomenorrhoea, hypertension, amenorrhea, pregnancy and oligomenorrhea. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (surgery to remove essure/vasectomy). Essure was removed. At the time of the report, the back pain, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain and genital haemorrhage to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 5 number of coils on the left and 5 number of coils on the right remaining on the uterus. Discrepancy noted in date of insertion (B)(6) 2017. Concerning the injuries reported in this case, the following were described in patient¿s medical record : pain. Lot number reported he01w4 is not valid. Most recent follow-up information incorporated above includes: on 5-jan-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (batch no. He01w4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendix disorder (2006/2007), oligomenorrhoea, hypertension, amenorrhea, pregnancy and oligomenorrhea. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (surgery to remove essure/vasectomy). Essure was removed. At the time of the report, the back pain, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain and genital haemorrhage to be related to essure. The reporter commented: the essure devices were passed into the tubal ostia on both sides with 5 number of coils on the left and 5 number of coils on the right remaining on the uterus. Discrepancy noted in date of insertion (B)(6) 2017. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; pain. Most recent follow-up information incorporated above includes: on 17-dec-2020: medical record received lot number was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and genital haemorrhage ("severe bleeding"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.